Event description:
It was reported that during a da vinci s hysterectomy procedure, the cable on the mega needle driver instrument broke. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed there was a broken grip close cable at the distal idlers and was sticking out at the instrument's wrist. The idler pulley spun freely and did not exhibit any damage. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.